Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump could not be charged despite the attempt of multiple usb cables. The customer reported the pump usb port was loose. Customer's blood glucose level was 193 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.